Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a drain complication encountered. Please check pl and dl message during drain 1 of 4 of treatment. The patient was connected during the incident. A daytime manual exchange of 2000 ml was entered in setup. The patient drained a low amount in drain 0 and bypassed. The patient was empty before connecting to the cycler. The cycler was draining to the drain line which ran to the commode. The cycler prompted with m31 air detected in cassette warnings during drain 0 of treatment. Fluid was seen from a possible tubing rupture. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were m31-air detected in cassette warnings that occurred prior the fluid leak. The patient was explained the message criteria. It showed the patient did enter a daytime exchange and the patient was assisted to cancel the treatment as the patient was empty. The patient was to retry the cycler on the next treatment due to time. The patient was explained why the m31 message may have occurred and the fluid leak. The patient was to proceed and was to notify the peritoneal dialysis registered nurse (pdrn) of the incomplete treatment. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if the film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The patient stated the cycler prompted with a drain complication encountered. Please check pl and dl message during drain 1 of 4 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported the cycler prompted with a drain complication encountered. Please check pl and dl message during drain 1 of 4 of treatment. The patient was connected during the incident. A daytime manual exchange of 2000 ml was entered in setup. The patient drained a low amount in drain 0 and bypassed. The patient was empty before connecting to the cycler. The cycler was draining to the drain line which ran to the commode. The cycler prompted with m31 air detected in cassette warnings during drain 0 of treatment. Fluid was seen from a possible tubing rupture. Fluid was discovered during tx complete - step 9 remove cassette of treatment. Fluid was discovered in the pump module area and on the external of the cassette. There were m31-air detected in cassette warnings that occurred prior the fluid leak. The patient was explained the message criteria. It showed the patient did enter a daytime exchange and the patient was assisted to cancel the treatment as the patient was empty. The patient was to retry the cycler on the next treatment due to time. The patient was explained why the m31 message may have occurred and the fluid leak. The patient was to proceed and was to notify the peritoneal dialysis registered nurse (pdrn) of the incomplete treatment. Upon follow-up, the patient stated a fluid leak was discovered during tx complete - step 9 remove cassette of treatment after treatment was cancelled and when opening the cassette door. Fluid was discovered in the pump module area and on the external of the cassette. It was unknown if the film on the back of the cassette was loose. Fluid leaked out from the cassette door area. The patient stated the cycler prompted with a drain complication encountered. Please check pl and dl message during drain 1 of 4 of treatment and prior to the leak. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and was to perform manuals the following evening to allow for the cycler cassette area to dry. The pdrn stated the patient was able to complete treatment using manuals on the night of the reported event. No patient adverse effects were experienced, and no medical intervention was required. The patient has since resumed treatment using the cycler without further issue. The patient stated the cycler set (cassette) used was discarded and was no longer available to be returned for investigation.